Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was difficult to press. After the button is pressed with more force, the pump screen can be turned on. Blood glucose was 227 mg/dl.